Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the flow probe of the sorin s5 system intermittently stopped reading flow during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the reported issue, however the scp control panel was replaced as a suspected cause of the issue. A functional verification was performed and no issues were found. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the flow probe of the sorin s5 system intermittently stopped reading flow during a procedure. There was no report of patient injury.